Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x24mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When pulling the device out of the patient's body, the distal edge of the stent was found lifted. The procedure was completed with another of same device. No complications were reported.